Event description:
Patient # 1: patient was to receive her treatment over 30 minutes. The pump was set at 500mls/hr and the treatment was in 250mls. After 30 minutes, approximately half the bag was left, although the pump said that 300mls was infused. Patient #2: bumex infusion ordered on the patient in the ed (emergency department) at (B)(6). Nurse noticed the pump had completed infusion yet there was still drug in the bag. She reset the volume to be infused and the same thing happened. She came and found me, and I instructed her to try one more time. The infusion completed on the third try. I sequestered the pump with tubing, medication bag, and pump still connected. Baxter iq pump was delivered to clinical engineering for investigation by the medication safety supervisor from the department of pharmacy. Patient #3: pump was not infusing insulin drops. Bag was not getting lower and patient¿s blood sugar remained elevated. Patient #4: patient admitted from shoreline for htn (hypertension) crisis. Nitro drip infusing and maxed. Patient persistently htn. IV flushed. Noticed blood backing up in IV. Checked IV tubing and noted that blue clamp was halfway clamping tubing. No drops on drip chamber. IV pump never alarmed. Tubing unclamped, drips noted on chamber. Md notified. Patient stable. No harm to patient. I will continue to monitor. Patient #5: fentanyl infusing using IV pump. Was titrating up fentanyl and giving boluses because patient was neuro-storming. Having trouble controlling neuro-storming with current regimen. Asked provided for other medications that ended up working. Later when I went to go hang a new bottle of fentanyl, I noticed that the bottle looked completely full, and drips were not dripping in the drip chamber, but pump was saying the medication was infusing. Patient most likely had not received any fentanyl for the past 5 hours and this likely contributed to the trouble controlling patient neuro-storming. Patient #6: primary c-section. Spinal placed, with resultant hypotension (as expected), started on phenylephrine infusion. Pump stated that it is running, but patient with continued hypotension. IV functioning, infusion appeared to be "running" with no drips were noted in chamber. Patient noted to have continued hypotension needing manual boluses of pressor while pump was changed. Patient #7: patient arrived for 5fu (fluorouracil) pump disconnect. Pump stated "running" arrival however, rn noted full volume of original drug remained in pump infusion bag, 92ml (as verified by pharmacy). Aprn notified and decision to re-connect patient to a new 5fu pump was made by the md. Patient left in stable condition with working cadd pump infusing 5fu drug as ordered. No monitoring required. Patient #8: it was noted that the pump was not infusing continuously or upon bolus. There were no alarms. Fentanyl - vented tubing. Patient #9: patient on heparin drip running at 15u/kg/hr at change of shift (1900). Handoff received, ptt result 25.3, dose increased to 17u/kg/hr (provider adjusted protocol) & bolus of 4,000units given at 2038. Next ptt resulted at 0317, result 24.4, this rn went to assess IV site and line to ensure patient receiving infusion appropriately. Line noted to be kinked, minimal fluid missing from bag, and pump not alarming. Md notified and at bedside. Infusion changed to new pump. New tubing primed. Bolus from bag given as ordered. Patient #10: baxter pump delivered medication quicker than programed rate. Antibiotic.